Event description:
The user reported that the side arm disconnected from the main hub. No other info has been provided. No report of harm or injury.

Manufacturer narrative:
Device eval. The suspect device is not expected to be returned for eval. A f/u report will be submitted when the eval has been completed.